Event description:
It was reported that prior to starting a da vinci si surgical procedure wires were sticking out at the end of the prograsp forceps instrument. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.07 in length. No damage was found on the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.